Manufacturer narrative:
(B)(4). One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass tip measured approximately 4.0 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 109 cm from the tip of the connector to the break. The second piece measured approximately 210 cm from the break to the distal tip. There are three fractures along the length of the second piece which are held together by the blue coating. Additionally, there was no damage to the fiber face within sma connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was seen exiting at the break; therefore, effective transmission was not measured. The condition of the returned device confirms the reported event of fiber broke. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific on (B)(6) 2016 that an accutrac laser fiber was used during a procedure on an unknown date. According to the complainant, the laser fiber broke during unpacking the device was not used on the patient and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) fiber broke. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2016 that an accutrac laser fiber was used during a procedure on an unknown date. According to the complainant, the laser fiber broke during unpacking the device was not used on the patient and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.